Event description:
It was reported during clip placement; the sheath comes off and the clip itself is not released. The event was repeated both the day before and on friday out of 5 total clip-layers. The issue occurred during an unspecified procedure. There was no report of patient harm. Report 1 of 5.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation and correction to previously reported event. Corrected fields: d4 (model number, lot number UDI) the device was returned to olympus for inspection, and the reported failure was confirmed. The investigation determined the following: due to some influence during clipping, the amount of operating force increased. An excessive tensile load was applied to the operating wire due to the increased operating force. The operation wire came out from the caulking part due to the load exceeding the resistance. Clip could not be detached from the applicator. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.